Event description:
"Blue tip came apart - tip fell into abdominal cavity. Had to search for and retrieve the tip."

Manufacturer narrative:
Upon receipt and evaluation of incident device - a follow-up report will be submitted.